Manufacturer narrative:
According to the complainant the pod will not be available for investigation because it was discarded at the ICU. The physical pdm was not returned but cloud data was reviewed for the day of (B)(6) 2025. The data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The system was consistently delivering insulin due to elevated blood glucose levels. No evidence of issues with the system were observed in the available data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient was admitted to the intensive care unit (ICU) in (B)(6) hospital due to hyperglycemia and ketones. The patient's blood glucose level rose to 600 mg/dl despite multiple bolus attempts. The patient experienced fatigue, abdominal pain and loss of consciousness. No specific treatment information was provided, but the doctors reviewed injection sites and procedure in the event of hyperglycemia. The patient was discharged after 11 days. The pod has been discarded at the ICU. If additional information on the event becomes available a supplemental report will be submitted.

Event description:
It was reported by the prestataire that a patient (adult, male) experienced a severe hyperglycaemic episode on (B)(6) 2025, which led to hospitalization in the intensive care unit (ICU) at ch saint-malo, france. According to the information received, the patient had been reportedly experiencing persistent hyperglycaemia for three consecutive days, despite both automatic microboluses and prandial boluses. There was reportedly no occlusion or device alarm during this period. The pod was reportedly placed on the patient¿s arm. On the third day ((B)(6) 2025), the patient began exhibiting ¿concerning symptoms¿, prompting his spouse to contact the hospital, which advised seeking immediate medical attention. The patient was transported by the firefighters and admitted to the ICU at ch saint-malo, france. Blood ketone levels were reported at 6 mmol/l. Symptoms were reportedly fatigue, abdominal pain, and loss of consciousness. The patient was reportedly treated with intravenous insulin administered using an electric syringe pump according to additional information received, the patient was hospitalized from (B)(6) 2025 and is now ¿doing well¿. Corrective actions taken by the prestataire following the event included reviewing the emergency protocol with the patient, verifying the emergency kit, and reinforcing guidance on the management of hyperglycaemia.

Manufacturer narrative:
The physical device was not returned. Cloud data was reviewed for the time period of (B)(6) 2025. The data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The system increased automated insulin delivery appropriately as estimated glucose values increased and stayed high. The system correctly put the system into automated mode: limited during periods of missing estimated glucose values and generated missing sensor values messages after one hour of missing values. No evidence of issues with the system were observed in the available data.

Manufacturer narrative:
Additional information was received on 28jul25. B5 has been updated.

Event description:
It was reported by the prestataire that the patient was admitted to the intensive care unit (ICU) in st malo hospital due to hyperglycemia and ketones. The patient's blood glucose level rose to 600 mg/dl despite multiple bolus attempts. The patient experienced fatigue, abdominal pain and loss of consciousness. No specific treatment information was provided, but the doctors reviewed injection sites and procedure in the event of hyperglycemia. The patient was discharged after 11 days. The pod has been discarded at the ICU. Additional information: it was reported by the prestataire that a patient (adult, male) experienced a severe hyperglycaemic episode on (B)(6) 2025, which led to hospitalization in the intensive care unit (ICU) at ch saint-malo, france. According to the information received, the patient had been reportedly experiencing persistent hyperglycaemia for three consecutive days, despite both automatic microboluses and prandial boluses. There was reportedly no occlusion or device alarm during this period. The pod was reportedly placed on the patient's arm. On the third day ((B)(6) 2025), the patient began exhibiting "concerning symptoms", prompting his spouse to contact the hospital, which advised seeking immediate medical attention. The patient was transported by the firefighters and admitted to the ICU at ch saint-malo, france. Blood ketone levels were reported at 6 mmol/l. Symptoms were reportedly fatigue, abdominal pain, and loss of consciousness. The patient was reportedly treated with intravenous insulin administered using an electric syringe pump. According to additional information received, the patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 and is now "doing well". Corrective actions taken by the prestataire following the event included reviewing the emergency protocol with the patient, verifying the emergency kit, and reinforcing guidance on the management of hyperglycaemia. Additional information received on 28jul25: insulet received confirmation from the prestataire that the patient has been using omnipod system for the past 8 years, including omnipod 5 system for the last 6 months. The patient is 58 years old, is considered as "very active", has no medical history, and has a body mass index of 31.1. According to the response received from the prestataire, the patient "no longer remembers" whether the amount of insulin in the reservoir appeared to decrease normally over time, or whether the remaining insulin level was accurately displayed on the controller. Insulet received confirmation from the prestataire that the patient demonstrates a recurrent pattern of hyperglycemia. No further details were provided regarding this reported recurrent pattern of hyperglycemia. The insulin administered via the pod was novorapid (vial formulation). The prestataire also confirmed that the insulin lot number is not available. Please note the prestataire confirmed that no further information is available regarding this incident.